Event description:
It was reported that the customer experienced a fluctuating blood glucose (bg) level, with the lowest bg level recorded being displayed as "low", although specific value was not provided. Cause was not known. As a result, the customer first went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg led to an episode of atrial fibrillation, and customer was treated with intravenous fluids of heparin and insulin which resolved the issue. Customer was released form the hospital on 06/12/2026. Recommendation was made to consult with a healthcare provider regarding diabetes management.